Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.

Event description:
Information from intl. Clinical trial database. Ruptured posterior cerebellar aneurysm coiling using 4 axium coils. Qc-4-8-3d, qc-3-4-3d, qc-2-8-helix, qc-2-6-3d. Adverse event noted: rupture of the bag for the establishment of 2 degree coil without obvious explanation. Duration of bleeding = 1 minute introduction of the 3 coil interomp bleeding and final inspection shows a complete occlusion intubee ventilated patient, not to aggravate.